Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. The device was inspected using a borescope to verify the condition of the biopsy channel. No irregularities or foreign material were found when inspecting the entire length of the biopsy channel. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during routine testing, the subject device tested positive for microbial contamination. The specific details of the microbial contamination were not provided by the customer. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Additional details were requested regarding the reported event. The customer later reported that the second culture on the scope came back negative and they requested the return of the subject device. No further information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when tested a second time by the facility, the results conformed to recommendation. Despite good faith attempts the culture results were not provided by the user facility therefore, the reported event could not be confirmed. The following is included in the instructions for use (IFU): "warning: improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.